Event description:
The customer reported that during use, output occurred at the shaft, not at the tip. No patient injury occurred. The incident device was not available for evaluation.

Manufacturer narrative:
(B)(4). The incident sample was not returned to covidien for evaluation. However, review of a photograph of the incident device found evidence of arcing and melted insulation around the aspiration hole of the device. The instructions for use warns not to activate the electrode when the tip is in contact with, or in close proximity to, a metal cannula. Arcing to the metal cannula may cause a patient burn.